Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner, broken battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the alarm. The customer was taking a shower and she had the insulin pump in her mouth. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.